Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section and was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was used approximately ten times for intravascular ultrasound (ivus) examination of the target lesion with no issues. After the lesion was treated, the catheter was again introduced for post-ivus but as the catheter was being advanced on the wire, the catheter twisted and became unusable. It was thought perhaps there was separation at the lapjoint after the twist occurred.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was used approximately ten times for intravascular ultrasound (ivus) examination of the target lesion with no issues. After the lesion was treated, the catheter was again introduced for post-ivus but as the catheter was being advanced on the wire, the catheter twisted and became unusable. It was thought perhaps there was separation at the lapjoint after the twist occurred.